Event description:
Rptr was diagnosed with a severe latex allergy in 1988. Rptr has been placed in various work areas to work, but continues to be exposed to latex products. Rptr has been an emergency room pt twice in one week because of exposures. Rptr has researched and found that computers, mouse pads, erasers, rubberbands and the copier/printer used all contain latex particles and are becoming airborne in the office. Rptr does not have a private office, rptr sits in a cubicle with at least six other people using the above mentioned products. Rptr has been advised by the physician to avoid all latex products because of extreme sensitivity.